Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection and functional evaluation of a returned representative device were conducted during the investigation. The visual inspection of the returned representative device confirmed that there was no visible damage. The condition of the device was found to be acceptable, and all 3 hubs were intact and undamaged. The functional evaluation did not reveal any product issues. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the complaint device is not known; accordingly, a review of the device history record could not be conducted. However, the customer provided a list of nine lot numbers which were in their inventory. A review of the device history records of each of the inventory lots showed no nonconforming events which could contribute to this failure mode. Based on the information provided, the examination of the returned representative device, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was implanted for an unspecified indication. The hub of the catheter cracked at an unspecified time following implantation. The catheter was completely explanted and replaced. The circumstances and handling conditions at the time of the event are not known. The device is not available for evaluation.